Event description:
It was reported to st. Jude medical that during a lead repositioning due to significant decrease of intrinsic signal, helix anomaly was observed. As a result, the lead was explanted.